Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: power supply failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. It was reported a ¿power supply failed¿ event. No patient involvement was reported. Log files were not provided; therefore, no technical investigation could be performed to further analyze the failure. To address the reported issue, a replacement power supply was provided. To date, the manufacturer has not received any additional information or confirmation that the component has been installed. Considering that no patient was involved, a replacement power supply was provided, and no further information was received, hamilton medical considers this case closed.